Event description:
It was reported that during coil embolization, the coil (subject device) was jammed and broke within the microcatheter. The microcatheter had to be removed from the inside of the aneurysm. The procedure was completed without adverse consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; only the device packaging was returned; therefore, physical as well as a functional testing could not be performed. Based on the information currently available the exact cause for the reported coil break cannot be determined.

Event description:
It was reported that during coil embolization, the coil (subject device) was jammed and broke within the microcatheter. The microcatheter had to be removed from the inside of the aneurysm. The procedure was completed without adverse consequences to the patient.